Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface would not fit into the tibia plate during surgery. The surgery was completed with another surface of the same size.